Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a hysterectomy the forceps were defective during use. The teflon white part of the forceps jaw dropped, requiring replacement of the material. The patient and the surgery were not harmed by the defect of the material.